Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the consumer determined that the communication issue was resolved through programmer replacement. There were no further complication reported or anticipated.

Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had poor communication on the patient programmer (pp) and it would not interrogate. Trouble shooting attempts were made and the patient confirmed that he was not recently implanted and did use an antenna. The patient confirmed the antenna was secure and synced with the ins but that did not resolve the issue. The patient also tried unplugging the antenna and placed the pp directly over the ins, on skin, and synced but that did not resolve the issue. The patient was sent a replacement pp. No patient symptoms were reported. On (B)(6), patient reported that they received a new pp from the repair department but was still unable to sync to the ins. Patient also reported seeing poor communication with the new pp. It was noted that patient used an antenna, confirmed the antenna was secure and synced with the ins, but the issue was not resolved. Patient unplugged the antenna, placed the pp directly over the ins on skin and synced but still the issue was not resolved. Patient was redirected to follow up with the health care professional (hcp) for the poor communication issue. Patient noted they were able to feel where the ins was implanted in their body. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.